Event description:
It was reported to boston scientific corporation on april 11, 2007, that during the placement of a wallstent rx biliary endoprosthesis in a female pt, "the doctor noticed that the barbs of the stent were sticking to the outer sheath of the catheter... Piercing the sheath". "The device was not advanced to the intended site" as the issue "was identified upon the distal end of the stent exiting the scope ". "The device was retracted through the scope prior to any patient tissue contact to the exposed wires. As the delivery catheter was being removed through the biopsy cap, the stent fully deployed from the delivery system at the entrance of the working channel of the scope". The customer stated that "the elevator of the scope is thought to have been engaged and may have contributed to this issue". The patient's condition was reported as ''fine''.

Manufacturer narrative:
A visual examination of the device returned revealed that the stent had already been deployed from the device on its return and that its wires were severely uncrossed and damaged. Examination of the outer sheath noted that it was slightly retracted from the tip. Evidence of where the stent wires had perforated the outer sheath was present proximal to its distal end. No issue was noted in the movement of the outer sheath. The root cause of the failure is unk. A review of the device history record (DHR) was performed on the pertinent lot; no non-conformities were noted. A search of the complaint data base for similar complaints was conducted; no complaints have been recorded for the pertinent lot. The april 2007 15-month rx biliary complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted and the data point did not exceed the complaint alert limit.